Event description:
Reporter indicated the patient's voice is completely gone. Ear, nose, throat performed laryngoscopy which confirmed that patient's left vocal cords are non-functioning. Patient is reportedly status post tracheostomy that has been healed for a long time. Neurologist will not increase programmed parameters until vocal cord paralysis is resolved. The patient is not seizure-free, but their seizures are considerably less than pre-vns even with low device settings. No intervention has been taken to date. Physician plans to see patient for follow-up at the end of january 2003.